Event description:
A locking sleeve, implanted in 2001 broke post-operative. There is a longitudinal split in the medial and distal portion of the sleeve caused by the spiral blade. Forces from blade caused the sleeve to snap. Sleeve was removed on event date.